Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) previous use (2) disconnecting the wand from the controller after power has been turned on. (3) an issue with one of the concomitant devices in use at the time of this complaint event. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the set-up for an acl surgery, a new probe was connected to the quantum and an error 8 appeared. No patient was involved as the failure was found during the set up for the surgery. A s+n back-up device was available to complete the procedure.

Manufacturer narrative:
H10: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the device generated plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) previous use (2) disconnecting the wand from the controller after power has been turned on. No containment or corrective actions are recommended at this time. B5: updated description. H6: updated codes.

Event description:
It was reported that during the set-up for an acl surgery, a new probe was connected to the quantum and an error 8 appeared. No patient was involved as the failure was found during the set up for the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.